Event description:
During a literature review, ("frequency, risk factors, and management of perigraft seroma after open abdominal aortic aneurysm repair," journal of vascular surgery, (B)(6) 2011, authors: ajith k. Kadakol, md, timothy j. Nypaver, md, judith c. Lin, md, mitchell r. Weaver, md, joseph l. Karam, md, daniel j. Reddy, md, georges k. Haddad, md, and alexander d. Shepard, md), a study reported on a pt who required an intervention to address a perigraft seroma (pgs) complication related to the implantation of a gore-tex stretch vascular graft. As reported, a pt presented with acute bilateral lower extremity ischemia secondary to graft limb thromboses of a bifurcated ptfe graft placed 4 years earlier. After successful catheter-directed thrombolysis, workup with a CT angiogram revealed significant bilateral graft limb compression subsequently, re-expansion of the graft limbs was accomplished with endoluminal stent placement.